Event description:
The customer reported that there was rem error. The initial evaluation found the rem monitoring circuit is varying and can fall out of specification, compromising the monitoring of the pad site. This intermittent out of specification condition may result in the generator not detecting a problem at the pad site. It may also result in the sys alarming when no issue exists at the pad site.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.